Manufacturer narrative:
No medical records have been made available to the manufacturer. Photos of the device were provided and are under review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon was inflated to 25 atm (rbp is 27 atm), the tip of the balloon was allegedly round in shape. Reportedly, the health care professional deflated and removed the balloon. Upon removal, unraveled balloon material was noticed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device and three photos were returned for evaluation. A visual inspection found the pebax to be peeled from the balloon throughout the length of the balloon. Additionally, the fibers on distal cone of the balloon were unraveled. Therefore, the investigation is confirmed for peeled pebax and for unraveled balloon fibers. The balloon was inflated with water, and the distal cone of the balloon took on an asymmetrical shape, confirming the investigation for the reported round shape of the inflation device. The unraveled balloon fibers contributed to the reported asymmetric inflation shape. However, the definitive root cause for the identified unraveling or peeled pebax could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a pta balloon was inflated to 25 atm (rbp is 27 atm), the tip of the balloon was allegedly round in shape. Reportedly, the health care professional deflated and removed the balloon. Upon removal, unraveled balloon material was noticed. There was no reported patient injury.